Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to chronic high thresholds of the right ventricular (rv) lead. It was suspected that the rv lead moved soon after implant. The ipg and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.